Manufacturer narrative:
UDI # unknown. The device history record for the lot number involved, 0300050188, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The pump was returned empty. A baxa repeater pump was used to refill the pump with 270ml of 0.9% saline. The pinch clamp was opened and the pump infused at the distal luer. Flow accuracy testing was performed after 40.5 hours of testing, the pump yielded a flow rate of 4.89ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The tubing was connected to a pressure gauge. The average bladder pressure used was 9.75psi. After 2-hours of testing, the glass orifice yielded a flow rate of 5.04ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary for concludes that during flow accuracy testing with the pump yielded a flow rate that was within specifications with a +/-15% tolerance. During pressure pot testing on the flow restrictor (glass orifice), the flow restrictor yielded a flow rate that was within specification with a +/-15% tolerance. The fast flow as reported by the customer was not observed. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) could not be performed at this time, no lot number has been provided. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
It was reported on (B)(6) 2016 that two pumps infused approximately 8 1/2 hours early. Additional information received on (B)(4) 2016: it was reported there was only one pump that had infused earlier than expected. The second pump was tested by the pharmacy and infused correctly. Additional information received on 2/3/2016: it was reported that a 5ml/hr pump was filled to 230ml and patient connected on (B)(6) 2016 at 6:00pm for a 46 hour infusion. Patient notified pharmacy on 1(B)(6) 2016 at 7:30am that infusion finished 8.5 hours early. No intervention required. No reported symptoms. Device will be returned for evaluation. Drug type: chemotherapy. Drug name: 5fu in normal saline. Concentration: 50 mg/ml. Type of diluent: normal saline. Flow rate: 5 ml/hr, IV 230 ml/ in 46 hours, 100 ml 5fu, 130 ml normal saline. Catheter placement: IV, type mediport. Room temperature during infusion was ambient ( normal) and humidity was normal. Patient was not receiving warming or cooling therapy during infusion. The pump and tubing were not under a warming or cooling device. Pump was transported in pocket. No further information received. No patient injury or complication reported.